Manufacturer narrative:
(B)(6).

Event description:
During periodic maintenance, the touchscreen was observed to be out of alignment. Although touch screen calibration was performed, the phenomenon was not resolved. Therefore, the touch screen was replaced and the phenomenon was resolved. No other anomaly was observed.

Manufacturer narrative:
Correction to b5 of the initial report: philips received a complaint reporting a touch position was misaligned on the v60 ventilator touch screen. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and confirmed a touched position was observed to be out of alignment. A touch screen calibration was performed, the issue persisted. Therefore, the touch screen was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touch screen failed diagnostics testing and resistance measurements were out of specification. The failed resistance results were determined to be the cause for the misalignment issue.